Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient had problems with their new pump. They had magnetic resonance imaging (MRI) scheduled for (B)(6) 2017 to see what was going on. The patient reported 'from day 1 the pump hasn't worked'. No patient complications were reported as a result of the event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.